Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc was passing at the time of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable reactive elecsys syphilis result from the cobas e 801 analytical unit for one patient. The initial result was 8.18 coi (reactive). The first repeat result was 8.20 coi (reactive). The second repeat result was 8.17 coi (reactive). The sample was sent for confirmatory testing using the captia syphilis g application, and the result was non-reactive. The non-reactive result was deemed to be correct.

Manufacturer narrative:
The investigation determined that the root cause was related to the customer education regarding product handling. The field application specialist (fas) explained to the customer that the difference in results was due to roche syphilis assay testing for igg and igm, while the confirmatory test used by stanford only tests for igg. The investigation found that there was no product issue.